Event description:
The hospital reported that hemopro2 extension cable is defective, no current flow after activation of the test setup for functional testing. No patient harm. The procedure was performed with a different device.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations:(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.